Manufacturer narrative:
(B)(6).

Event description:
It was reported that the power supply was not charging the wound pump unit.

Manufacturer narrative:
Device was not evaluated due to it has not been made available to the designated complaint unit. [(B)(4)].